Event description:
The customer reported that the battery alarm light cam on and after awhile the unit shuts off while on a patient. There was no patient harm reported. The respironics service technician found that the unit will not power up on ac power. The service technician replaced the power cord to correct the finding. The technician inspected the power and noticed some physical damage near the prong of the power cord. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. The power cord was returned to the factory for failure analysis. Visual inspection of the power cord verified that the prong is bent. The power cord was tested with passing result.

Manufacturer narrative:
Na